Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the spring at the tip of the catheter had some blood in the space between the #2 and #3 electrodes. There was no difficulty removing the catheter. The physician noticed the blood when swapping the catheter and decided to replace it to continue. No visible damage to the pebax could be noted. When the catheter was replaced, the issue resolved. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Johnson & johnson medtech conducted a visual inspection and functionality test of the returned device. Visual analysis revealed reddish material and a hole in the surface of the pebax. A manufacturing record evaluation was performed for the finished device batch number 31233466l, and no internal actions were identified. The foreign material inside the pebax was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).